Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, eccentric and de novo target lesion being treated was located in the moderately calcified and moderately tortuous diagonal left anterior descending (lad) artery with a lesion length of 38mm and a vessel diameter of 3.0mm. The lesion had a significant bend of <=45 degrees. The lesion was predilated with unspecified balloon catheter. A 3.00x38mm promus element long stent was deployed at the proximal lad. After interaction with post dilatation balloon catheter, it was noted that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).